Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure for esophageal varices performed on (B)(6) 2025. Prior to the procedure, after the band ligation was placed, the band could not be deployed. When the physician removed it, the band became detached. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure for esophageal varices performed on (B)(6) 2025. Prior to the procedure, after the band ligation was placed, the band could not be deployed. When the physician removed it, the band became detached. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was found with no bands on it. The teeth of the housing showed signs of damage. The handle did not have evidence that the trip wire was secured into the handle slot; however, the trip wire slack had not been taken up. No other problems with the device were noted. It was determined that the instructions for use (IFU) were not followed, as failure to remove the trip wire slack can significantly impact the device's performance. Specifically, this may prevent the trip wire from functioning in coordination with the handle during band deployment once the ligator housing is installed in the scope. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use. This could be due to the technique used by the physician when inserting the device into the patient, potentially compromising the teeth and affecting the handle's functionality. Such handling may also have contributed to the damage and misalignment of the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.